Manufacturer narrative:
The gas blender system 25-40-00 is not distributed in the USA, but it is similar to gas blender system 25-40-45, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the s3 gas blender system. The incident occurred in (B)(6) the device was requested back to livanova (B)(4) for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livnova (B)(4) received a report that the flow of a s3 gas blender system stopped and no alarm was displayed during the procedure. The customer replaced the gas blender with a back up device to finish the surgery without further issues. There was no report of patient injury.

Manufacturer narrative:
The complained device has been shipped to livanova (B)(4) for further investigation and repair. A visual inspection and a functional test have been performed. The functional test confirmed the reported malfunction. After 20 minutes the test runs the device switched off from itself. The root cause of the issue has been identified in a defective electrical board. After replacement of the board, verification tests were carried out with no further deviation.